Event description:
It was reported that during routine device replacement procedure, the right ventricular lead exhibited out of range impedance. The lead was capped and replaced. No patient condition or further information was available.